Manufacturer narrative:
The device intended to be used in treatment was not returned for evaluation all provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root, probable root cause may include low pressure issues. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set-up the versajet ii handpiece primed normally, but no water came out. Procedure was completed with same device with a small delay. No consequences to the patient reported.